Manufacturer narrative:
The investigation of the returned control printed-circuit (pc) board has been completed and the reported failure was reproduced. The evaluation of the received device logs confirmed that the internal leakage sub-test failure during the pre-use checks tests, occurred on the date of event. The flow transducer sub-test failure during the pre-use checks tests would have most likely occurred if the pre-use checks tests weren't canceled. Electrical measurements showed that the regulation signals to the gas modules were lost. The cause was a faulty integrated-circuit(ic), responsible for passing on the regulation signal to the gas modules. A loss of the regulation signal will be detected by the system and a high priority alarm will be generated to notify the user. The failure condition may lead to a stoppage of ventilation scenario if the device is connected to a patient. The condition will be detected during the pre-use checks tests. The root cause for why the integrated-circuit(ic) has failed has not been determined from this investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage and flow transducer sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).